Event description:
It was reported that during a da vinci-assisted surgical procedure, a pin of one of the wires in the small grasping retractor was dislocated. The customer reported that the fragment did not fall in the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that there was no issue with the articulation of the instrument due to the issue. The customer was unable to determine how many cables were protruding as it was a whole cluster. The customer did inspect the instrument prior to use but did not note any issues.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.